Event description:
The customer reported that the sys displayed an error and locked up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray controller board and performed a filament calibration. The sys operates as intended.